Event description:
It was reported that the fixture (implant) at tooth site #29 was removed because it had fractured inside the bone. Due to the difficulty of the removal procedure, the fixture no longer retained its original shape.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: additional PMA/510(k) number ¿ k011028 / k013227. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.